Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received a motor error alarms and no delivery alarms. The customer's blood glucose was unknown at the time of incident. Parent does not have the pump to troubleshoot and will call back when customer arrives. The insulin pump will not be returned for analysis.